Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient underwent a pump exchange due to device thrombosis and device infection. No further information was provided.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 10.25 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the pump, examination of the proximal-side of the rotor revealed a thrombus formation surrounding the inlet bearing ball. This thrombus revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing ball over an undetermined amount of time while the pump was supporting the patient. Examination of the distal side of the rotor revealed red, non-laminated depositions around the rotor outlet section and outlet bearing cup. These depositions were not adhered and did not show any evidence of lamination. The origin of theses depositions could not be determined; however, their areas of denaturation suggest that they were present while the pump was supporting the patient. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The evaluation could not determine a specific cause for the development of the observed thrombus formations. Furthermore, a specific cause for the reported infection and a direct correlation to the device could not conclusively be established. Device thrombosis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.